Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))') in an adult female patient who had essure (batch no. 50658291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test" and medical device monitoring error "the patient had the essure placed 5 years ago as well she had at the same time an endometrial ablation performed". The patient's medical history included hemangioma nos. Concurrent conditions included vitamin d low since 2009, obesity, thyroid function decreased, uterine bleeding, menorrhagia, nabothian cyst and adenomyosis. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth disorder ("dental problems"), fatigue ("fatigue") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pain pelvic") and vulvovaginal pain ("pain vaginal"). The patient was treated with surgery (total robotic davinci hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, tooth disorder, fatigue, migraine and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, migraine, pelvic pain, tooth disorder and vulvovaginal pain to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))') in an adult female patient who had essure (batch no. 50658291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test" and medical device monitoring error "the patient had the essure placed 5 years ago as well she had at the same time an endometrial ablation performed". The patient's medical history included hemangioma nos. Concurrent conditions included vitamin d low since 2009, obesity, thyroid function decreased, uterine bleeding, menorrhagia, nabothian cyst and adenomyosis. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth disorder ("dental problems"), fatigue ("fatigue") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pain pelvic") and vulvovaginal pain ("pain vaginal"). The patient was treated with surgery (total robotic davinci hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, tooth disorder, fatigue, migraine and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, migraine, pelvic pain, tooth disorder and vulvovaginal pain to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pains quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received : event per mr: the patient had the essure placed 5 years ago as well she had at the same time an endometrial ablation performed. Concurrent conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))') in an adult female patient who had essure (batch no. 50658291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's concurrent conditions included vitamin d low since 2009, obesity and thyroid function decreased. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pain pelvic") and vulvovaginal pain ("pain vaginal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, migraine, pelvic pain, tooth disorder and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received- case becomes incident. Previously reported event injury were removed. New event perforation (fallopian tube (s)), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, pain pelvic, pain vaginal and patient did not under go essure confirmation test were added. Product information lot number, essure removal date and indication were added. Patient information date of birth and height were added. New reporter and consumer address were added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.